Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not given. The customer address their bg with a correction bolus via the pump. A new cartridge was loaded onto the pump to address the minimum fill issue.